Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient could not sit all the way up and could not bend all the way down. It felt like something was tearing in their back and also felt like something was burning. This started in (B)(6) 2016. The patient turned stimulation off and it did not improve. The device as implanted to treat pain in their left ankle and hip and for 2 herniated discs in their back. The patient had not had the tearing and burning sensation with their previous device. The patient had fallen twice. The patient was diagnosed with fibromyalgia last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.